Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump was in good condition, with no physical damaged found on the pump. The cassette was not connected properly due to reattach cassette message, and the downstream occlusion (dso) sensor was not functional. The cause of the customer reported problem was liquid damage. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative needed to replace the dso sensor.

Event description:
It was reported that the device reported a "cassette error" when the cassette is removed. The incident took place at the hospital, and there was no patient involvement.